Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp was involved in a slippage. A pt laceration occurred as a result of the event. Follow-up info has been requested from the reporting facility.